Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported poor image resolution is due to procedural conditions. The reported difficult to remove (anatomy) is due to procedural conditions. The reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, and enlarged left ventricle. A mitraclip ntw was advanced to mitral valve, but difficulties grasping and capturing the leaflets occurred. The clip was removed from the patient. A mitraclip xtw was then advanced to the mitral valve, but the clip became caught in chordae and caused an anterior flail. Trouble shooting was performed, and the clip was removed from the patient. Difficulties visualizing the clips during the procedure occurred. The procedure was completed with no clips implanted. The mr remained at grade 4. No additional information was provided.